Manufacturer narrative:
Please reference unique complaint ID number (B)(4), where this event was previously reported via alternative summary reporting. Concomitant product(s): a 5076 lead, implanted: (B)(6) 2010. This product was included in a field action, but product analysis found that the product did not perform as described in the field action. Evaluation summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Later the device was returned and analyzed. Actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned about subjective symptom of decreased pulse rate, and presented to the healthcare facility. Ipg checkup was performed and revealed the device was in end of life (eol)/early battery depletion with reverted device pacing. Physician determined that early device replacement was required. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.